Manufacturer narrative:
Details of complaint: the customer reported that this unit displayed a device error message. The customer changed out the unit and the replacement is working just fine, using the same cable. There was no patient injury reported. Investigation summary: the returned device was evaluated and the reported issue was confirmed. The root case is a failed pump module. The following field(s) contain no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 08/08/2025 emailed the customer via microsoft outlook for all information in the ni list above: the customer replied and stated that the model and serial numbers of any related devices are unknown. The following fields are not available (n/a) to this report: h4 device manufacturer date.

Event description:
The customer reported that this unit displayed a device error message. There was no patient injury reported.